Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown) and seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported patient experienced cysts, "trace amount of peri implant fluid", "suspected capsular contracture (grade unknown), "inflamed", "very worried and upset" and "extreme pain" on the left side. The device remains implanted.

Event description:
Healthcare professional reported patient experienced cysts, "trace amount of peri implant fluid", "suspected capsular contracture (grade unknown), "inflamed", "very worried and upset" and "extreme pain" on the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6, g1, g2, h6.